Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the reload adapter was broken. Due to the noted damage no functional testing was performed. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed condition was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred during a laparoscopic distal pancreatectomy procedure. The reload was connected the manual stapling handle and the surgeon started to clamp the tissue of the pancreas. However, the reinforcement material was detached from the cartridge. The reload was removed from the handle without unlocking the device, by force and in haste, and the connectors of the handle and the cartridge were broken. Replaced by a new device and the firing was completed. There was no patient harm.